Event description:
It was reported that the device fired prematurely and the anchor would not hold.

Manufacturer narrative:
This supplemental is being submitted based upon new information received. The new complaint description provided changes the reportability status of this complaint. T1 pre deployment is not a reportable event.